Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer noted blood leaking from the proximal female adapter. The amount of blood loss was not specified. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. Though requested, no additional information was provided.